Event description:
It was reported this balloon catheter was used during endovascular procedure within a venous vessel. Following removal of the balloon catheter from the pt, it was discovered the balloon material had detached in the pt. The balloon material was not retrieved and is believed to be in the pt's pulmonary system. The pt remains asymptomatic and has experienced no clinical consequences. No further details regarding the circumstances surrounding this event are available. The device has just been rec'd by this MFR. A supplemental will be forwarded upon completion of the engineering eval. MFR is unable to determine the exact cause of this event at this time.